Event description:
It was reported the patient¿s device needed to be adjusted. The patient had heart surgery 3 weeks prior to report and before the surgery they thought the device needed to be turned up. The patient had pain and was shaking more. The pain started about 3 days prior to report and the pain was in their ear and teeth. The patient never had that pain before but they didn¿t know if it was related to the implant. The patient started to shake a couple of months prior but the shaking seemed to be worse since the patient had the open-heart surgery. They were not able to check the device with the patient programmer because it said it needed new batteries. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3387s-40, lot # va09fz1, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va09evr, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient.

Event description:
Additional information received reported the patient had a follow up appointment scheduled for (B)(6) 2015.